Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 2000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was defective. The defect was further described as a leak coming from the port. This issue was identified during setup and preparation prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to h4 and h6. H4: device manufactured between august 03, 2020 to august 04, 2020. H10: a batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. The device was not received for evaluation. Therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.